Event description:
Medtronic received info that one month after implant, the pt with this bioprosthetic heart valve developed congestive heart failure. Echocardiographic eval revealed regurgitation with moderate to severe central regurgitation and suspicion of a torn leaflet. It was noted that an immediate post-operative echocardiogram was unremarkable. The heart valve remains implanted.

Manufacturer narrative:
Eval results: device history review found the prod met specifications when released for distribution. Analysis: an independent review of the one month follow-up echocardiogram revealed moderate-to-severe paravalvular aortic regurgitation. The aortic bioprosthesis appears otherwise normal. Slightly increased paraprosthetic gradients likely are a reflection of increased volume crossing the valve in the setting of regurgitation. There is left ventricular hypertrophy and mild lv systolic dysfunction, without lv dilation early postoperatively. Review of the device history record shows that this prod met mfg specifications when released for distribution. Conclusion: although echocardiographic eval revealed moderate-to-severe paravalvular aortic regurgitation with mild lv systolic dysfunction, we are unable to determine root cause for the reported event, as the prod remains in svc. Should the device be explanted and returned, a thorough investigation will be performed, and a follow up report will be submitted.